Event description:
Getinge became aware of an issue with one of our leg holder. As it was stated, the mounting component responsible for transferring the motion and enabling positional of device adjustment failed. The incident occurred during preparation for a surgical procedure and patient was already on the operating table at the time of the event. There was no injury reported, however, we decided to report the issue based on potential for serious injury if the situation, namely the loss of the product¿s essential performance and the risk of unintended movement of the leg holder, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 initial reporter: (B)(6). E1 event site name: (B)(6).